Event description:
Before essure my only health issue was being overweight. After about a year of getting the essure I started having heavy periods with big clots. I started getting ungodly pains in my uterus and ovary areas. Bad pains in my lower back that would shoot down my left leg. Sitting to go to the bathroom is to long in one position because my feet go numb. I started to get double periods each month. I feel life has been hell since the implant of these things and want them out!!!